Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. The customer was unable to confirm if the cartridge was removed during pumping. Blood glucose was 370 mg/dl. The customer successfully loaded a new cartridge to address the event and insulin delivery was resumed.